Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported an issue with the insulin pump and stated that the screen is cracked right in the middle. Customer's current blood glucose reading is 123 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. No cracked on lcd window noted. Insulin pump received without the original pump belt clip. No damage on pump belt clip slot.